Event description:
It was reported that a 980 ventilator battery was not charging. There was no patient involvement. The service engineer (se) inspected the device and verified the reported issue. The se replaced the battery and performed extended self-testing on the device and all tests passed

Manufacturer narrative:
A battery was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed and found a scratch, gouge mark along the battery connector. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to firmware of the battery. If information is provided in the future, a supplemental report will be issued.